Manufacturer narrative:
The device evaluation found adhesive around the objective lens was peeledbased on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device.a definitive root cause cannot be identified.olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the adhesive around the objective lens was peeled. There was no patient involvement.